Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) recommends that a pre-placement arterial angiogram be performed to ensure correct placement of the device in the common femoral artery (cfa). The angio-seal device instruction for use (IFU) states the bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
This (B)(6) male pt had a diagnostic procedure, for which a 6f angio-seal vip was selected for use. The pt's pradaxa medication (unk dose/strength) was discontinued 4 days prior to this procedure. The physician first tried a radial approach, but due to an unusual anatomy, which included a loop in the pt's artery, a femoral approach was used. A pre-deployment angiogram was not performed. The angio-seal was selected for closing the right femoral artery puncture because the physician had given the pt heparin (unk dose/strength), intending on using a radial approach for diagnostic purposes only. The deployment procedure was uneventful and hemostasis was verified in the procedure room. The pt remained on bed rest for 6 hours before ambulation, and was then discharged home. Overnight, the pt started to bleed, and returned to the hospital the next day, with a 5 inch x 5 inch hematoma, and ecchymosis at the leg/groin region. A femoral compressor was used to stop the bleeding. The physician kept the pt for an additional 2 days to ensure no further complications. The pt did have a significant drop in hemoglobin, and was therefore transfused with multiple units. The pt was discharged in stable condition. The physician was unaware of any known coagulopathy.